Event description:
It was reported the rigid video scope displayed error message e104 which indicated the fog-free function was not working properly. The issue occurred during preparation for an unspecified therapeutic procedure that was completed with a similar device. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since e104: fog-free function error was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope displayed error message e104 which indicated the fog-free function was not working properly. The issue occurred during preparation for an unspecified therapeutic procedure that was completed with a similar device. There was no report of patient harm.